Event description:
It was reported that balloon detachment occurred. Vascular access was obtained via left femoral access with a 10f 10cm non-bsc sheath. Following deployment a of a 18x90mm wallstent, a 16-4/5.8/75 xxl esophageal balloon catheter was selected for use. However, post inflation and upon removal, the balloon material sheared off into the left iliac vein. An attempt to remove the material by snaring was performed but was unsuccessful. Patient was then taken to the intensive care unit wherein a second attempt to retrieve the material was performed but was still unsuccessful. Subsequently, the physician proceeded to secure the balloon fragments with 2 wallstents. No further patient complications were reported and the patient was discharged the following day.